Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin medication at the time of index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). No conduction disturbances were noted post balloon valvuloplasty. The aortic valve was treated with deployment of the 25 mm lotus edge valve in the proper anatomical location was performed. Post procedure event summary: on the same day post index procedure, the subject developed left bundle branch block noted by event electrocardiogram(ECG). The event resulted in prolongation of hospitalization. At the time of reporting, the event was considered not recovering. One (1) day post index procedure, the subject was discharged on aspirin.